Event description:
It was observed that during the device evaluation, the flow rate controls of the subject device was not working. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the flow rate controls were not working a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.